Manufacturer narrative:
Patient age, weight unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the biopsy needle was not being recognized. It was fixed stiffly and the trajectory was re-locked several times, but the issue was not resolved. Another biopsy needle was opened and the same problem persisted. The procedure was able to be completed using the biopsy needle after confirming the direction with the associated instrument. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue. Note: this medical device report is with respect to the first biopsy needle that was having issues.